Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user's dexcom g7 continuous glucose monitor did not connect to the ilet, with the ilet displaying a brief sensor issue and later prompts to connect cgm or enter blood glucose; the user could still view glucose data in the dexcom and ilet mobile apps. Symptoms included hyperglycemia up to 225 mg/dl for a couple of hours without acute complications. Outcomes included self-management without backup therapy, ketone testing, medical intervention, or hospitalization. Investigation included remote troubleshooting, device restarts, verification of the sensor pairing code via the dexcom app, and coordination with dexcom support. Investigation of this case revealed that an incorrect sensor code had been used during pairing, and correction of the code enabled successful connection of the g7 to the ilet and restoration of glucose display. It was concluded, based on previously established findings for similar reports, that user pairing error was the cause.